Event description:
The caregiver (cg) contacted baxter to report the pt was overfilled previously (occurrence date is unk). According to the pt's nurse, the pt stopped peritoneal dialysis in 2009 (exact date is unk). The pt continued with manual supplies. The nurse stated that neither the pt nor the caregiver reported the symptom of feeling overfilled, therefore, it is unk whether the pt was doing manuals or performing dialysis on the cycler at the time of the event. It is unk whether the device was related to the event of overfill as the date of occurrence is unk. Despite attempts, no add'l info was available.

Manufacturer narrative:
Eval summary: the device was rec'd on 06/08/09. A service history review and event history review were performed. The event log recorded data in 2009 and recorded no device anomalies, no drain amounts that would indicate increased intraperitoneal volume (iipv). The therapy log recorded therapies and recorded no anomalies. A review of the devices logs revealed no info as to what could have caused or contributed to this reported event. A review of the service history for the previous 2 years revealed no service events that could have caused or contributed to the reported event. The assignable cause for the reported issue was undetermined. Renal quality engineering, along with plant mfg and quality personnel, with continue to monitor product liens for trends and will take corrective/preventive action as appropriate. CAPA is currently open for the malfunction of overdelivery.